Event description:
The customer alleged that she performed a control test and received a result of 262 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.